Event description:
It was initially reported that the patient had pain, inflammation, swelling, and redness at the site of their implantable neurostimulator (ins). This followed an incident in which the patient was on a boat rocking back and forth. Additional information received on (B)(6) 2012, reported that the patient's ins was not working, had "excruciating pain" at the ins site, and was not getting the expected benefit from the device. This had occurred since the implant of the device. The pain was felt like a "deep cut" or "stinging" sensation. The pain occurred when the ins site was touched or when there was movement. He did note that the ins was "bulging" from his body. These issues were reported by the patient's physician and was told to go back on bladder spasm medication. The patient had tried to increase the stimulation but was too painful. The patient was going to turn the ins off to see if this would resolve the pain. It was noted that the patient was catheterizing himself less with the therapy and was urinating more frequently but he stated this was inconsistent and believed it was due to medication he went back on. The patient was going to get a second opinion on the issues. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3889-28, lot# v952319, implanted: (B)(6) 2012, explanted: na, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).